Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device, the device's a/c inlet connector was discovered to be missing. The device's a/c inlet connector needs to be replaced to address the issue. No repair was performed. The unit is not needed for inventory, and it was scrapped.